Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was due to the lid reed switch remaining in the shorted position when the device lid is opened. This causes the device to appear as if it is not powering on completely. The customer received a replacement device.

Event description:
The customer reported that their device no longer had any voice prompts when the lid was opened. Without voice prompts, the device would not be usable. There was no report of any patient use associated with the reported issue.